Event description:
Piece of the tampon stuck in me [foreign body in reproductive tract]. Piece of the tampon stuck [device breakage]. Removed tampon....piece of tampon was stuck in me [complication of device removal]. Case description: consumer called stating a piece of the tampon was stuck in her after she removed the tampon. No serious injury was reported.

Manufacturer narrative:
04-sep-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Piece of the tampon stuck in me [foreign body in reproductive tract]. Piece of the tampon stuck [device breakage]. Removed tampon....piece of tampon was stuck in me [complication of device removal]. Case description: consumer called stating a piece of the tampon was stuck in her after she removed the tampon. No serious injury was reported.